Event description:
The customer reported via phone call that he had low blood glucose levels of 37 mg/dl. The customer reported having issues with the sensor glucose readings being different from the blood glucose readings. The customer recorded a sensor glucose reading of 76 mg/dl when their actual blood glucose level was 272 mg/dl. After troubleshooting for a bad sensor alert, the customer was advised that the sensor would be replaced. The customer was advised to remove and change the sensor. The customer attributed his low blood glucose to working out and waiting to eat. The customer stated that he had an issue with digesting food. The customer agreed to return the product for analysis.

Manufacturer narrative:
Inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. The sensor failed per specification due to low readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.